Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they did not hear the longer beeping noise when there was an alarm. No harm requiring medical intervention was reported. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio beep volumes. Customer also mentioned screen had a small crack. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. However, pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace on keypad assembly. Device was received with minor scratched lcd window and faded serial number label. The p-cap locks properly into place.